Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: the complaint device was returned for evaluation. It was observed that device was fractured in two sections. The returned device was sent for external analysis ((B)(4)) to determine the fracture failure mode. The (B)(4) returned the following results: separation on both samples occurred due to mechanical cut event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based in analysis completed on (B)(4) 2014.. It was reported that the device stalled. A 1.75mm rotalink¿ plus and a rotawire¿ and wireclip¿ torquer were selected to treat the target lesion. During a percutaneous coronary intervention, it was noted that the burr stalled during second ablation. The procedure was completed with another of the same device. There were no patient complication reported and the patients condition is good. However device analysis revealed guide wire fractured.